Manufacturer narrative:
The t:slim g4 cartridge user guide states: "replace the cartridge every 72 hours if using novolog." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 274 (mg/dl) beginning the 4th day of use of the supplies. Cartridge changes and correction bolus were used to address bg level. Tandem technical support instructed the customer on proper cartridge labeling. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.